Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with using the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further the recipient was a non-user for several years due to unsatisfactory hearing from the device. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient has no hearing sensation using the concerned device. The recipient has not been using the device on the left side for the past several years because he only hears vibrations and buzzing. A re-implantation is considered, but no date has been scheduled yet.

Event description:
The recipient has no hearing sensation using the concerned device. The recipient has not been using the device on the left side for the past several years because he only hears vibrations and buzzing. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further, the recipient was a non-user for several years due to unsatisfactory hearing from the device. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received for investigational purposes.

Event description:
The recipient has no hearing sensation using the concerned device. The recipient has not been using the device on the left side for the past several years because he only hears vibrations and buzzing. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.